Event description:
A pt, with a medical history of osteoarthritis and a previous synvisc series (2003) experienced left knee pain, stiff, swollen, warm and effusion. The pt began treatment with synvisc on 15-sep-2005. The pt received two injections of synvisc into the left knee on 15-sep-2005 and 22-sep-2005. After the pt received the second injection, he seemed to be "doing fine" and went home. Later on the pt experienced severe pain in the knee and went to the emergency room. The doctor in the emergency room "did not fully recognize what was occurring." Information on treatment was not available. The next day the pt returned to the emergency room. The knee was stiff, swollen, warm/"feverish," and very painful. That same day the pt was admitted to the hospital and the knee was drained. The knee was drained again within the next 2 days. Cultures of the drained fluid were negative. Two days following the last draining, the pt went to surgery for arthroscopic examination and irrigation of the knee. Fluid was drawn and sent for culture again (results pending). The registered nurse assessed the causality as probable. At the time of this report, the pt's outcome was unknown.